Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2010, procedure date, as no event date was reported. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Initial reporter name this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices implanted into the same patient, the obtryx system device. Refer to manufacturer report # 3005099803-2022-05075 for the associated device information. It was reported to boston scientific corporation that an obtryx transobturator sling was used during an anterior and posterior repair and transobturator sub urethral sling with cystoscopy procedures on (B)(6) 2010 for a confirmed mild cystocele and a moderate rectocele that were buttressed with pds sutures. The procedure was reported to be technically straight forward. Prior to the obtryx implant, the patient reported the following symptoms: dyspareunia, vaginal dryness, stress urinary incontinence, urinary frequency, difficulty emptying bladder, difficulty emptying rectum, weak urinary flow, as reported by the patient's attorney, the patient has experienced an unspecified injury.